Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead. There was also rising and high impedance on the pace/sense portion of the right ventricular (rv) lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.